Event description:
It was reported that when the oral endotracheal tube was replaced with a nasotracheal, the patient immediately developed shortness of breath, fast heart rate, high blood pressure, and low ventilator tidal volume alarms. After examination the therapist believed it was caused by air bag leakage in the nasotracheal intubation tube. The patient's condition improved after replacing it with a new tracheal intubation tube. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
E1. Initial reporter phone#: (B)(6). G5: 510k number is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.